Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The patient had a 90% stenosed riva (ramus interventricularis anterior) with partial in-stent restenosis between two previously placed bare metal stents (bms) and an 80% stenosed proximal right coronary artery (rca). The patient was brought in for a planned reintervention of the in-stent restenosis of the riva. The proximal riva was not predilated. The physician encountered difficulty crossing the previously placed bms, which were overlapping in the left anterior descending (lad) artery. Upon withdrawal, the stent came off the balloon. The taxus liberte' 3.0x24mm drug eluting stent was stuck in the proximal lad, proximal to the in-stent restenosis location. A second physician came in to assist. A 1.5mm voyager balloon was used. It was inflated distal to the stent and they tried to pull the device back. The stent was "opened". To physician then decided to use a 3.0x20mm balloon to fully deploy the stent in the proximal lad, which was not the initial target lesion. A 2.75x32mm taxus stent was used to treat the rca lesion. Aspirin and plavix were ordered for the patient for a period of 12 months. No patient complications occurred. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.